Event description:
Reporter noted error message rec'd. Unable to proceed with surgery; cases cancelled. No pt injury.

Manufacturer narrative:
A company service rep checked system; replaced u/s can bus cable to resolve performance problem reported. Stp completed; system met specs.